Manufacturer narrative:
Details of complaint: the customer reported that two of the bedside monitors (bsms) connected to the central nurse's station (cns) were experiencing issues with the wlan transport function at this cns. When the wlan function was enabled, the bsm 1700 is supposed to send the data to the bsm-6000 and through it, to the cns. However, when the transport monitor was disconnected, it was not sending the data and instead, the transport monitor was getting a "wlan transport" error message. The devices had since been docked back on the bsm-6000; however, the cns still registered the bsm-1700 as being monitored but was not displaying on the "all beds" screen at the cns. No patient harm was reported. Service requested / performed: troubleshooting: the customer was advised to upgrade the cns-6801a software to version 02-13 to resolve the issue. Investigation summary: the possible cause of the issue is considered to be software version incompatibility between the cns and the bsms being monitored. The reported issue does not require further investigation through CAPA process since the issue was caused due to software incompatibility between devices and not nk device deficiency/malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following 2 pairs of devices were used in conjunction with the cns: 2 bsms (main units): model #: bsm-6000 series. Serial #: ni. 2 bsms (transport units): model #: bsm-1753a. Serial #s: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Corrected information: d10 concomitant medical device: corrected the connected devices information to reflect the 2 pairs of bsm devices that were in use at the time.

Event description:
The customer reported that two of the bedside monitors (bsms) connected to the central nurse's station (cns) were experiencing issues with the wlan transport function at this cns.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is having issue with the wlan transport function with two transport monitors. Both the monitors were giving a wlan transport error and will not transmit the data to the cns. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) is having issue with the wlan transport function with two transport monitors. Both the monitors were giving a wlan transport error and will not transmit the data to the cns. No consequence or impact to the patients were reported.